Event description:
It was reported that the patient's seizures were worse when he was on vns therapy. The generator is reportedly at an end of service condition due to normal battery depletion. A review of the internal programming history database found data from one year of the device's implant. During this time the generator was programmed to efficacious levels and diagnostics were within acceptable limits. No additional relevant information has been received to date.